Event description:
Reportedly, during use on a pt "o2 supply loss alarm" went off even though the hose was connected correctly. This symptom occurred three times on the unit. The reported problem was solved by the technician of the distributor by replacing the transducer at o2 side of the analog board to new one. At the time of the incident, the pt was switched to manual ventilation and then to another ventilator. Please note that there was no death or injury in this case.

Manufacturer narrative:
Evaluation summary analysis: the e360 analog board p/n pcb2104a had a defective oxygen pressure transducer (xd103). Test point tp112 should have measured approximately 2.6 vdc; however, it measured - 0.448 vdc with or without pressure applied. Conclusion: oxygen pressure transducer xd103 on e360 analog board was non operational.